Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use the bd syringe luer-lok¿ tip, appeared to have contamination on the top of the plunger. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that before use the bd syringe luer-lok tip, appeared to have contamination on the top of the plunger. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Manufacturer narrative:
Investigation summary: one photo was received depicting an opened 10ml package and syringe inside the package, confirmed to be from batch #8123814 (p/n 302995). Foreign matter can be seen on the plunger rod¿s thumb grip outside the fluid path. It appeared to be similar to oil or grease residue. However, it is not possible to determine without the sample based on the photo provided. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Release date: 5/14/2018. Released quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8123814 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: potential root cause for the foreign matter defect is likely associated with the molding or material handling process. No corrective actions are necessary based on the defective rate identified. (B)(4). No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use the bd syringe luer-lok¿ tip, appeared to have contamination on the top of the plunger. There was no report of exposure, serious injury or medical intervention.